Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 a grade 2 open pilon fracture with associated distal fibula fracture was fixated with a 2.7mm/3.5mm anterolateral distal tibia plate and 2.7, mm/ 3.5mm distal fibula plate. After fixation, 6cc of fibergraft gps putty was injected into the bony void. The patient presented on (B)(6) 2024 with a mechanical failure of the cortical screws in the superior aspect of the plate. No screws or the plate were broken and distal block remained intact, surgeon explained the patient was non-compliant. The screws had backed out of the plate. On (B)(6) 2025 the patient was reoperated on to correct mechanical failure. The screws were replaced with 3.5mm va locking screw. The va lcp and anterolateral distal tibia plate and lcp distal fibula plate were not affected. Upon opening the incision, the fibergraft was draining from the incision and was sent for culture and came back negative. The fracture was re-reduced and re-fixated. There procedure was successfully completed with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.